Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed, chronic totally occluded lesion, which was located in a calcified and moderately tortuous superficial femoral artery. The procedure was femoral approach. The mustang 6.0 x 150, 135 cm balloon was used to dilate the lesion. The first through third inflations the balloon was inflated to an unknown atmosphere. On the fourth inflation the balloon ruptured at twenty atmospheres. The procedure was completed with an unknown size sterling balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).